Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using apidra insulin., and using cold insulin. Tandem technical support (cts) informed customer that using apidra insulin, and cold insulin, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy, and customer has manual insulin injections if needed. Customer¿s blood glucose (bg) level was 250-460 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.